Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. (B)(4). No phone number provided.a follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set to 100%, the measured value was out of tolerance. The fse replaced the flow sensor assembly and the issue was resolved. The fse also replaced the cooling fan filter, air inlet filter, blower assembly, battery, cooling fan and tubing kit as part of preventative maintenance. The airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.